Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on both the right ventricular (rv) lead and left ventricular (lv) lead channels. No adverse patient effects were reported. This system remains in service.